Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, on the first firing, they connected the device with no problem. When the surgeon started to fire the device, the jaws did not clamp a foreign material however the staples were malformed and the knife did not advance. Oozing noted at the distal end of the reload. As vein was short length, the surgeon fired new device to the original staple line and resolved the issue. The surgical time was extended by less than 30 min. There was no patient injury.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, on the first firing, they connected the device with no problem. Staples were placed onto the tissue and was completely fired but had incomplete staple line and did not formed properly. Oozing noted at the distal end of the reload. As vein was short length, the surgeon fired new device to the original staple line and resolved the issue. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.